Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown helical blade/unknown lot number. Additional product code: hwc. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint was forwarded to the responsible manufacturing site in the us for evaluation. Here the results: visual inspection: the connecting screw was broken. Received condition of device: the part was received with a broken shaft, where the shaft meets the knob (the laser weld is intact). The top surface of the knob is heavily pitted, dinged, and uneven. A portion of the threads on the shaft are damaged and appear to be stripped. The product material was confirmed to be correct and the undamaged dimensions were verified to be within tolerance. Based on the unknown cause and the evaluation performed, the complaint condition is confirmed but not related to a manufacturing cause. The connecting screw was broken. Neither a manufacturing nor a design related failure could be detected. The exact cause of this failure cannot be determined. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the physician was placing and impacting the helical blade for tfn and the connecting screw for helical blade/ tfn with a hammer of 500 grams. When the physician was finishing to place the device, the connecting screw for helical blade was broken with clamps removed, the impactor and the part of connecting screw for helical blade for tfn. Prolongation of surgery 45 minutes, no patient harm and the affected parties of the devices were removed with clamps. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
(B)(4).device is used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown blade.this report is 3 of 5 for (B)(4).